Event description:
Resident was ambulating with walker in room. Right back leg on walker broke and resident fell to floor. Abrasions to knees and right hand. The walker leg failed just below the weld for the cross support for the seat.